Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The customer stated, ¿the unit's feed ratio is off and feeds too much". An accuracy test was performed and the unit passed by delivering the rate that it was set to deliver. The reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the unit's feed ratio is off and feeds too much. There was no harm to a patient.